Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the battery of the device showed "aging" at follow up but the battery impedance was rather low. This discrepancy made it difficult to determine the status of the battery. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.